Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the battery depletion rate was within normal parameters and requested customer to called back if further assistance is required.